Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 322 mg/dl. The customer stated that his blood glucose was 322 mg/dl. Customer's blood glucose value was unknown at time of call. Customer stated that had issues with sensor about calibration and change sensor. Customer stated that sets and reservoirs had issues. 2 had insulin flow blocks she had 1 unexplained high blood glucose. Customer declined troubleshoot for high blood level. The product was returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed as per specifications.